Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during a t2-sga procedure, the targeting device failed to engage either of the two proximal screws in the tibia or the distal screw in the calcaneus. In both cases, the targeting device had to be removed and a freehand locking procedure attempted. While the placement of the two proximal screws in the tibia was successful using this method, the placement of the screw in the calcaneus was not. The accuracy of the targeting device was verified in advance by marking the site with the sleeve."